Event description:
The pt's attorney contacted the MFR regarding a lawsuit that alleges: "...defendants, and each of them so negligently, wantonly, recklessly, tortuously and unlawfully designed, MFR, inspected, marketed, sold, maintained, inspected, repaired and operated the device, and advised plaintiff and the physicians, as to cause it to malfunction and operate in such a manner as to proximately cause injury to plaintiff." "As a direct result of defendants' acts and omissions, plaintiff sustained permanent bodily injuries and has had and will have pain, suffering, worry, anxiety, mental and emotional distress..."